Event description:
It was found, in the history log, during evaluation that a pump had alarmed for a system error 105. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom system error 105 was confirmed through the history log, but not reproduced. The acetal motor gears were replaced.